Manufacturer narrative:
The device was not rec'd by the MFR at the time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: per kernen affiliate: during one surgery the balloon of three (3) trokars of the same lot burst inside the pt. The balloons were inflated with (B)(4). No particles remained in pt. Pt current condition is fine. Reference: MDR#3003898360-2011-00274, 00276.